Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the implantable pulse generator (ipg) for an extended period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.